Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found detached and damaged on the downstream occlusion (uso) seal. This indicated a reportable malfunction due to the detached and damaged on the downstream occlusion (uso) seal. The cause of the reported issue couldn't be identified. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of failed downstream occlusion seal (dso) calibration. Upon physical inspection, a damaged and detached downstream occlusion sensor (dso)was found. There was no patient involvement, no patient injury was reported.